Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was receiving 500 mcg/ml baclofen at 110 mcg/day via a pump implanted for intractable spasticity. It was reported that on (B)(6) 2017 the patient started hearing a critical pump alarm and was experiencing increased spasticity. The patient had missed a refill. The pump had not been interrogated yet. It was reported that the nurse practitioner refilled the patient and provided the patient with oral baclofen. Thepatient then returned home. (B)(6) 2017 crts 3513847 (hcp): additional information was received from a healthcare professional. It was stated that the patient was refilled the night of (B)(6) 2017. No other information was provided.